Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call low reservoir alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for low reservoir alarm was performed. Customer advised their reservoir was full however the device alarmed it was low. Customer advised this was the second occurrence of the alarm. Customer believed they did not receive insulin due to waking up with high blood glucose levels. Customer's father advised the patient was at school and they would call back in order to complete the troubleshoot process once the device and customer were present.